Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 233 mg/dl. Reportedly, the customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. The supplies were changed to address the event.